Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose up to up to 300 mg dl or 400 mg/dl and current blood glucose was 541 mg/dl. Customer was treated with insulin shot. Customer stated that insulin pump was under delivering. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was declined; however, the customer will continue to use the device.